Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's spouse also reported that they received multiple delivery alarms. The customer's blood glucose was 33 mg/dl at the time of the incident. The customer's spouse stated that they gave too much insulin caused the low blood glucose. The time of the hospitalization was 3pm and the date of the hospitalization was (B)(6) 2015. The customer's spouse stated that they treated her high blood glucose with manual injections. The customer's spouse stated that the no delivery alarm was resolved when he changed their infusion set and reservoir. The customer's spouse stated that they also received a bad battery alarm and a weak battery alarm. The customer's spouse stated that there were broken pieces around where the battery was screwed. The customer's spouse declined to troubleshoot for the battery issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the unexpected restart, displacement, basic occlusion and self tests. Unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly. No unexpected battery out limit, low battery, failed battery or weak battery alarms were noted. Unable to verify the excessive no delivery alarms due to the prime anomalies. The pump was received with a cracked case at the display window corners, broken battery tube threads, a missing end cap sticker, and minor scratches on the lcd window. The pump was monitored and no unexpected pump stopping anomalies were noted.